Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.

Event description:
Follow-up information revealed the patient's issue is resolved.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Investigation results will be provided in the final report.

Event description:
It was reported the patent did not recharge the ipg as recommended. As such, the device was deemed inoperable. In turn, the patient will undergo surgical intervention at a later date to address the issue.